Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after pre-dilatation, a 3.20 x 23 mm promus stent was placed. When the balloon was inflated to 14 atm, a pinhole rupture appeared in the distal portion of the balloon and contrast was noticed in the artery. Several low pressure balloon dilatations were done, and after waiting a while, it appeared there was no deterioration. The stent was successfully implanted in the proximal right coronary artery. The patient's condition is fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the balloon and inflation lumen. There was no contrast visible. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon at rated balloon pressure (rbp) when fluid came out of a pinhole on the balloon. There was a pinhole on the balloon, 5 mm proximal end of the distal seal. There were scratches on the balloon distal to the pinhole. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.